Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and requested the customer to perform the operation test that the device passed successfully, and the device was returned to full functionality, however the customer was informed that this model is no longer supported, and the spare parts are no longer available due to the end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The unit functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillator paddles sometimes failed. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.